Event description:
I have been victimized by medtronics in regards to multiple issues. Hospital/surgical concealments of defective product procedures, resulting in damages. Physician, fraud and concealment of lead fractures and device ma1-non functions - (post concealment of defects) resulting and causing severe damages and complications.